Event description:
Nurse was unable to get primary IV set to prime. Examination revealed presence of multiple (17) kinks in the tubing.nurse obtained another set (same catalogue #) from shelf and was able to prime set. Manufacturer has been informed of problem and has requested return of defective set.this report is made due to the potential for harm to patient if drug therapy should be delayed during medical emergency as a result of kinks in an IV tubing set.====================== health professional's impression======================carelessness in manufacturing / packaging process.